Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully started their sensor session without encountering the cgm error again.